Event description:
This lv lead was implanted on (B)(6)2014 and remains implanted at this time. A call was placed to technical services on 05/10/2018 stating that a loss of capture was noted on this lead. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).